Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1828103 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) did not completely deploy as the white tube did not appear when the user pulled the sheath back up after shuttling down. There was no reported patient injury. The patient has a history of peripheral vascular disease (pvd), left leg below the knee amputation and chronic critical limb ischemia (cli). The user was trained on the use of the mynx device. The intended procedure was an interventional peripheral. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site, however, there was little vessel tortuosity. The procedure used an ante-grade approach. The vessel was a femoral arterial and the size was 6mm. The stick location was at the medium level. The sheath used alongside the mynx was a 5f cordis brite tip. The user shuttled down completely and there was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. Hemostasis was achieved in thirty minutes or less with manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered.

Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) did not completely deploy as the white tube did not appear when the user pulled the sheath back up after shuttling down. There was no reported patient injury. The patient has a history of peripheral vascular disease (pvd), left leg below the knee amputation and chronic critical limb ischemia (cli). The user was trained on the use of the mynx device. The intended procedure was an interventional peripheral. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site, however, there was little vessel tortuosity. The procedure used an ante-grade approach. The vessel was a femoral arterial and the size was 6mm. The stick location was at the medium level. The sheath used alongside the mynx was a 5f cordis brite tip. The user shuttled down completely and there was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. Hemostasis was achieved in thirty minutes or less with manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. A non-sterile 5f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The advancer tube was deployed on the catheter shaft, 138 mm from the balloon proximal tip. The sealant and procedural sheath were not returned with the device. It was noted that the core wire was curved, and the balloon¿s distal tip was inverted. The condition of the returned device indicates that excessive tension was applied on the device during the procedure. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle down procedure was simulated per mynxgrip instructions for use (IFU). The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1828103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy ¿ advancer tube¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, it cannot be conclusively determined why the shuttle down step could not be completed during analysis. Based on the information available for review and the product investigation, vessel characteristics (patient had vessel tortuosity with pvd although it was reported that the pvd was not in the vicinity of the access site) and handling factors (device showed evidence of excessive tension applied) may have contributed to the issue experienced which could have been due to an incomplete engagement of the advancer tube during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.